Manufacturer narrative:
Date sent to the FDA: 02/04/2020. A manufacturing record evaluation was performed for the finished device pak831 batch number, and no non-conformances were identified. Additional h-3 summary: one detached needle of product was returned for analysis. The suture was not received for analysis. As suture was not returned for evaluation, we are unable to investigate further to the issue of breakage suture. Additionally, the needle was examined, the swage and attachment area were noted; also, the barrel hole of the needle was examined and no suture remnant was observed.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and suture was used. When the doctor use the suture during surgery, the suture broken easily. It is unknown what was used to complete the procedure. There were no adverse patient consequences reported.